Event description:
The company received a report that the tube appeared to be more rigid. The customer reported over inflation. The customer reported that because of inflation efforts by the clinicians, the tip of the tube punctured and resulted in tracheal necrosis to the patient. Further information provided to covidien (B)(4) revealed that the respiratory therapist from the reporting facility is not reporting any type of product malfunction related to this report. A summary of the investigation at the facility is to be provided to covidien cmo when complete. A supplemental report will be provided when new information is provided related to this report.

Manufacturer narrative:
Further details related to this report are pending.